Manufacturer narrative:
Additional information was received for h4, h6, and h10. H4: the lot was manufactured from september 20, 2022, to september 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors had fluid leakage in the plastic bag. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.